Event description:
It was reported that during the procedure, two surgical fibers broke near the distal end; a 200 micron fiber after 10 minutes of use and a 273 micron fiber after 30 minutes of use. No additional info was available. Pt outcome: "no damages to the pt". This report is for the second fiber used (273um).

Manufacturer narrative:
Reference MFR report #: 2937094-2013-01039. Fiber analysis: the fiber was found to be broken approximately 30 inches from the distal tip. The outer sheath showed evidence of melting at the fiber break and a bend/crease approximately 4 inches proximal to the break. The most probable root cause of the device failure was suspected to be user handling/excessive bend during the procedure.